Manufacturer narrative:
(B)(4); batch # unk. Date of event is unknown. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: the event description mentions surgeon " noticed a clip cross over that resulted in a leaky cystic duct.¿ please clarify with surgeon, was surgeon able to control and repair the leaky cystic duct during this initial procedure? Was there any change to this procedure as a result of the leaky cystic duct? Was there any change to the post-op care of the patient (for example, did the patient require a re-operation to repair a leaky cystic duct)? Was there any patient consequence as a result of this leaky cystic duct? If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, surgeon noticed a clip cross over, resulting in a leaky cystic duct. It is unknown how procedure was completed. Patient consequence was not reported.